Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test, and a21 error test. The insulin pump passed all operating currents tested within the specified range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window. (B)(4).

Event description:
The customer reported via telephone call that he had fallen and broke his leg and the insulin pump screen was cracked. The customer went to the hospital and had a high blood glucose 389 mg/dl and believed the insulin pump was causing the high blood glucose. He declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.